Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the left common iliac artery, the implant movement of the left common iliac limb, migration of the right common iliac limb and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. There was thickened calcifications in the bilateral iliac arteries and significant infrarenal angulation. This could have contributed but could not be definitively determined. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G3: awareness date has been updated. H6: health effect - impact code: remove code 4614. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (2) two months post initial procedure, a follow up computed tomography (CT) suspected bilateral type 1b endoleaks. Further review of the CT revealed that there is no distal type 1b endoleak on the right iliac artery but the stent graft has migrated proximally into the distal portion of the aneurysm sac. There is a distal type 1b endoleak on the left iliac artery where the stent graft is now within the aneurysm sac. The patient is currently being monitored while an intervention is being discussed. Additional information: the physician elected to implant an ovation ix iliac limb each common iliac artery to successfully resolve this event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (2) two months post initial procedure, a follow up computed tomography (CT) suspected bilateral type 1b endoleaks. Further review of the CT revealed that there is no distal type 1b endoleak on the right iliac artery but the stent graft has migrated proximally into the distal portion of the aneurysm sac. There is a distal type 1b endoleak on the left iliac artery where the stent graft is now within the aneurysm sac. The patient is currently being monitored while an intervention is being discussed.